Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) did not observe the reported complaint. The pst connected the network interface card (nic) to a lab use only (luo) heart lung machine (hlm) and channels 1-12 were tested for connectivity and passed. The pst did not observe any messages to indicate an error.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The unit intermittently displayed a 'arterial flow check sensor' message when warmed up. The flow module, level module, and occluder module that were experiencing issues were all connected to the same network interface card (nic) board. He replaced the nic board. The unit operated to the manufacturer's specifications. The suspect device will be returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: on (B)(6) 2021 the system was powered up and the flow sensor was already coupled to a tube with fluid in it. A perfusion screen was opened at 06:52:00 am. Since the flow module logs an indication when it is coupled to a tube with fluid, but does not log when it becomes uncoupled, there is no way to tell when it becomes uncoupled. At 09:23:09 am the flow module logged that the sensor became coupled to a tube with fluid. This indicated the flow sensor became uncoupled but there is no way to tell when this happened. While the sensor is uncoupled or no fluid is in the tube, the user will get a 'check sensor' message on the ccm as reported. The log does confirm the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed an 'arterial flow check sensor' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding the incident the team had with the heart lung machine (hlm) during a cpb procedure on (B)(6) 2021. The team set up the circuit and attached the flow probe to the tubing without issue. The team received a 'check flow probe' message on the messaging area of the ccm. The team did check connections to the flow probe and the module and additionally confirmed that the flow module indication was green. There was no concern about the flow, for the flow probe was reading as the perfusionist expected it to, and no concern about the functionality of the unit, just the messaging. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.